Event description:
I've had essure since 2009 I starting having issues with irregular periods, pain in my ovaries, back pain, pain during sex, spotting while not on my period, I can not move too fast while sitting down because if I do it hurts in my mid section (lower belly), and hair loss. My sex life is bad, there are times I can't even have intercourse because it hurts too much, not to mention that I never know when my partner is going to end up with blood all over him. This makes me feel very uncomfortable and embarrassed. (B)(4)